Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged accu-chek inform meter was missing first 2 pins and plastic of base around pins was blackened and melted. No adverse event reported. A request was made for the return of the suspect device, and a replacement was sent.

Event description:
The company received a report where it was claimed that during a microlaryngoscopy procedure, the cuff of the tube popped by a laser resulting in airway burn to the patient. The caller reported that the patient suffered slight swelling of epiglottis and blisters on the lips. Extubation and reintubation of a replacement tube was required.